Event description:
Lens was originally implanted on (B)(6) 2013, but the optic size was incorrect. Not sure if the optic size on lens incorrect or if the doctor initially calculated lens size incorrectly.